Event description:
During a meniscal repair procedure utilizing a fast-fix 360 curved needle delivery system, it was reported that when the deployment knob was depressed to deploy t1 implant, t1 and t2 deployed in tandem. Both implants and suture were removed from the body. The procedure was completed with a back-up device. (B)(4).

Manufacturer narrative:
(B)(4). One (1) device was returned for evaluation of the reported complaint mode, ¿t2 implant fell off from the inserter needle with t1.¿ only the insertion device was returned and exhibited a significant bend which would prevent the device from actuating properly. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Per results of the investigation, the root cause could not be determined. At this time, no further investigation will be performed. (B)(4).